Event description:
Additional information received reported that the patient had 'good paresthesia coverage and pain relief' after the lead was replaced. No further information was reported.

Manufacturer narrative:
Analysis of the lead (lot #0203963998) found that some conductors were broken at the anchor site. Two conductors were broken were 23.5 cm from the distal end. A functional test found that circuit #0 was open, #1 as 100.9 ohms, #2 was open, #3 was 94.0 ohms. There were no shorts between circuits. Analysis of the extension found that the body had been segmented. A functional test of the segment returned found that the continuity was acceptable on all circuits and there were no shorts between circuits.

Event description:
It was reported that a patient had a loss of paresthesias. The reporter stated that telemetry was done and the device was interrogated by a nurse on (B)(6) 2012 and all impedances were high. The lead and extension were explanted and replaced. It was noted that the patient had a return of pain. It was reported that there were no patient symptoms or injuries related to the event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# 0203963998, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (lot #0203963998) found that some conductors were broken at the anchor site. Two conductors were broken were 23.5 cm from the distal end. A functional test found that circuit #0 was open, #1 as 100.9 ohms, #2 was open, #3 was 94.0 ohms. There were no shorts between circuits. Analysis of the extension found that the body had been segmented. A functional test of the segment returned found that the continuity was acceptable on all circuits and there were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.